Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI:(B)(4). D10, concomitant medical devices and therapy dates, expressew iii needle pk5 device, january 1, 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in chile that during an unspecified surgical procedure on (B)(6) 2024 the expressew iii needle pk5 device failed at the time of passing the point during surgery, breaking the tip of the needle, is solved by delivering another implant and surgery ended with exitus. It was also reported that the 5.5 healix adv sp peek ce device failed when passing the sutures, sutures are tangled and cut, is was solved by delivering another implant successfully and finishing the surgery. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, the sutures appeared to be frayed and broken. A manufacturing record evaluation was performed for the finished device lot number and no non conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The photos do not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. As per IFU. Load the desired sutures through the threader tab. The suture tails should extend approximately one inch (1") through the threader tab kite opening. Pull the threader tab to load the sutures through the device. Discard the threader tab. Hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Release the stay suture from the driver handle, release any sutures that have wrapped around. The driver during insertion and remove the driver from the anchor. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.